Manufacturer narrative:
The device was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of arteriovenous malformation (avm), the leak found in middle part of the catheter. It was reported that micro catheter entered the lesion area, it was found that the catheter body was leaking when washing the catheter with saline. The catheter was removed immediately. New catheter was replaced, and procedure was completed. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, there were not any issues or irregularities were found with the echelon-10 micro catheter hub, body or distal tip. During evaluation, the echelon-10 micro catheter was flushed, the water was found leaking from within the inner strain relief. The outer and inner strain reliefs were removed, the catheter was re-flushed, and water was found leaking from a hole in the catheter shaft at the proximal end of the catheter shaft (within hub). No other anomalies were observed. Based on the device evaluation the leak was determined to be within the hub/strain relief area and not with the catheter shaft. This type of event does not meet reporting requirements; per our risk management, this type of event is not likely to contribute to serious injury or death on recur. If information is provided in the future, a supplemental report will be issued.